Event description:
It was reported that during total thyroidectomy procedure while using the nim vital system, difficulties were encountered in detecting the signal from the electrodes of the nim vital endotracheal tube. The intubation was reported as not entirely straightforward due to the patient¿s robust body habitus, which may have contributed to difficulties in positioning the tube optimally. No evidence of airway tubing kinking or obstruction was reported. The issue related to the tube signal was identified while the tube was being manipulated and positioned to achieve optimal performance. According to the surgical staff, the issue may have been caused by an imperfect positioning/adherence of the electrodes to the vocal cords, which made proper signal acquisition difficult. It should also be noted that not all the recommended troubleshooting steps were performed to verify the presence of an actual malfunction of the endotracheal tube. The tube was replaced with another tube, and the procedure was successfully completed without any further issues. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.